Manufacturer narrative:
On (B)(6) 2019 arjo was informed about the safety side malfunction on citadel plus medical bed, which occurred in (B)(6) in the us. Based on the information gathered, one of four safety side rail covers (plastic component) detached fully from the safety side rail mechanism. The bed was used by the patient at that time; however, details regarding circumstances of the malfunction occurrence were not provided. No injury or other medical consequences were reported. The reported malfunction was confirmed during the evaluation of the citadel plus carried out by arjo representative. The defective foot end safety side rail cover was replaced and the bed was tested. The claimed citadel plus bed is the rental device, which is loaned to the customer for a previously agreed period of time. Prior to each use all arjo devices, including the citadel plus, the quality control needs to be carried out. The quality control record for the involved device was checked and it was confirmed that the citadel plus bed passed the functional test of the safety side rails, which is one of the mandatory checkpoints. Additionally, it needs to be pointed out that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptable performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for serial number (B)(4) has been reviewed for this specific device and no anomaly was found. This is evidence that the bed met the manufacturer's specification prior to the delivery to this facility. Due to the limited information provided by the facility staff, the exact cause of the safety side rail cover detachment could not be determined. The review of post-market surveillance data and testing carried out by the manufacturer allowed to conclude that without some additional force applied to the safety side, it is unlikely that the detachment of this plastic component would occur. One of the foot end safety side rail cover detached from the citadel plus bed in the reported case, which implies that the device did not meet the manufacturer's specification. The device was being used for patient care and played a role at the time of the event. The complaint decided to be reportable due to safety side rail cover detachment and potential upon malfunction recurrence.

Event description:
On (B)(6) 2019 arjo was informed about the safety side malfunction on citadel plus medical bed, which occurred in (B)(6) in the us. Based on the information gathered, one of four safety side rail covers (plastic component) detached fully from the safety side rail mechanism. The bed was used by the patient at that time; however, details regarding circumstances of the malfunction occurrence were not provided. No injury or other medical consequences were reported.